Manufacturer narrative:
(B)(4): the customer reported a problem with the paddles while testing the device. There was no pt involvement. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported a problem in testing with the defibrillator and/or the paddles. There was no reported pt involvement.